Event description:
It was reported black hair found in sterile pack before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported black hair found in sterile pack before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the packaging is inconclusive due to the state of the photographed sample. One photo was returned for evaluation. The photo shows the user holding a strand of hair above some PICC components. The kit has been opened and the csr wrap has been unfolded. The opened state of the sample made it difficult to assess when and where the hair was introduced into the kit. The complaint of foreign material in the packaging could not be independently confirmed without evaluation of a sealed kit; however, the report event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.